Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Srom stem/sleeve separator was impacted during surgery and the wedge portion was bent.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Examination of the returned device confirms the reported event of the separator being damaged/deformed. The overall condition of the separator suggests heavy usage as the tip and impaction end are damaged/deformed. Based on the overall condition of the returned device, the root cause is attributed to product wear out. Based on the root cause of product wear out, corrective action is not needed.